Event description:
It was reported that a patient experienced peritonitis. The patient had a breach in aseptic technique, which was further described as a mistake by not wearing a mask. The patient was hospitalized the same day for the event. The treatment included injection (inj) vancomycin (intraperitoneally (ip), 2gm, repeat on 4th day), fortum (ip, 1gm, daily up to 14th day) and heparin (ip, 2ml/exchange) for the peritonitis. The patient remained hospitalized, but the fluid was reported to have gotten clearer. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information becomes available, a supplemental medwatch will be filed.